Event description:
Pt having his nevro ins replaced because the adaptor they used has coiled up under pt's skin and is painful. Pt also says that the adaptor sticks out and is quite large. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).